Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was hot to the touch while charging. It was also reported that the pdm was not holding charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.